Manufacturer narrative:
The 8mm prograsp forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cable of 8mm prograsp forceps instrument was observed to be damaged. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and determined that this record is exempted from reporting in the country of event according to the exemption rule: adverse events described in an advisory notice previously sent to users, and where no serious injuries or deaths have occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.